Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instruction manual (operation) "chapter 3 preparation and inspection 3.3 inspection of the endoscope". "[Inspection of entire endoscope] 6. Check that there are no scratches, chips, dirt, or gaps around the lens on the tip of the lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following; bending section cover or distal sheath rubber has a chip; due to a dent on distal end, water tightness is lost; bending section cover or distal sheath rubber has a scratch; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; video connector has a crack; video connector is deformed; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; air leakage from tip metal part; and light guide connector index peeling. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the rubber tip part of the endoeye flex deflectable videoscope was damaged. There were no reports of patient or user harm associated with this event inspection and testing of the returned device found that the objective lens adhesive peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction.